Manufacturer narrative:
A2 date of birth updated. A2 age at time of event updated. A2 unit of measure - age updated. B3 date of event - reported as 5 months post procedure date.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) months post procedure the patient had a computed tomography (CT) procedure. The imaging showed that the contrast was still going through the closure device. A transesophageal echocardiogram (tee) was performed and there was suspicion that there was a device leak. No further information available at the time of this report.

Manufacturer narrative:
B3 date of event - reported as 5 months post procedure date.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) months post procedure the patient had a computed tomography (CT) procedure. The imaging showed that the contrast was still going through the closure device. A transesophageal echocardiogram (tee) was performed and there was suspicion that there was a device leak. No further information available at the time of this report.